Manufacturer narrative:
Additional information was received on march 11, 2022. The device was explanted on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 23, 2022. In addition to the left sided rupture reported initially, the patient also experienced bilateral capsular contracture, bilateral ptosis, and several unexplained systemic symptoms post procedure. The left sided capsular contracture was baker grade iii. The right sided capsular contracture was baker grade ii. Weight gain, fatigue, joint pain and brain fog were noted. This report relates to the left prosthesis. See 1645337-2022-08429 for contralateral prosthesis report. Reason for device explant and/or reoperation: generalized illness, capsular contracture, rupture. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on april 5, 2022. The investigation of the returned device was completed by the failure analysis lab on april 19, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and shell thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in three parts. A thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on july 19, 2022. Computed tomography demonstrated left implant rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor memorygel breast implant 320cc and suffered from a rupture on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.